Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and a broken force sensor was detected during seating or regular delivery alarm. The blood glucose level was 150 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump be returned for analysis.